Event description:
Additional information was received that a power cable disconnect alarm was on at the time of the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller having an audible and visual alarm active was confirmed via the downloaded log file; however, the reported event was not confirmed during testing. The heartmate 3 system controller was returned and evaluated at abbott. During the evaluation, the controller was placed on a mock circulatory loop for an extended period of time with no issues or alarms active. Additionally, the downloaded controller event log file from the returned system controller contained data spanning approximately 73 days ((B)(6) 2022 ¿ (B)(6) 2023 per the timestamp). The log file captured atypical power cable disconnect alarms active in the log file on (B)(6) 2022 from 14:49:29 to 15:24:41 while connected to battery power. The intermittent power cable disconnect alarms that were active while connected to battery power were due to the rsoc voltage in the black power cable fluctuating and dropping to approximately 0 volts. The alarms did not resolve as they were active until the controller was turned off and returned to abbott for analysis and pump speed was not affected by the alarms. The heartmate 3 system controller underwent functional testing and passed all steps without issue. Additionally, the controller was re-connected to a mock circulatory loop in an attempt to reproduce the reported event; however, the controller operated as intended. The controller and black power cable were dissected and no issues were observed. No further troubleshooting was completed at this time as the reported event was unable to be reproduced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook (rev. G) and heartmate iii instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black cable on the system controller had an audible and visual issue although it was connected. The controller was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.